Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead exhibited high, out-of-range pacing impedance and noise. Lead placement difficulty was also reported. The lead was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the helix was extended and stretched and there was tissue on the helix. Resistance testing showed that the lead was not electrically continuous. Detailed analysis confirmed that the lead cathode coil had fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to move the helix caused the inner conductor coil to break. The reported clinical observations of noise and high, out-of-range impedance were likely the result of the lead damage observed by the laboratory.